Manufacturer narrative:
Insulin pump passed the displacement and self test. However, during back light check, there was a portion of the el panel that was not lit due to damaged el panel. (B)(4).

Event description:
The customer reported via phone call that the insulin pump light did not turning on and backlight did not work, it had been experiencing for more than a month. Customer's blood glucose value was 133 mg/dl. Customer stated that the insulin pump did not currently in low battery status. Customer states the backlight did not turning on during easy bolus. The device will be returned for analysis.